Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
An iol coordinator reported that during a cataract extraction with intraocular lens (iol) implant procedure, a capsular tear occurred and an anterior vitrectomy was performed. A three piece intraocular lens (iol) was placed in the eye. There was no patient harm, the patient¿s issues have resolved, and the prognosis is good. Additional information has been requested.